Event description:
It was reported that the patient was being revised to adjust the anti version of the proximal cone body of the restoration modular because of chronic dislocation. Since the patient was being revised, the surgeon decided to exchange proximal body implants.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a restoration modular body was reported. The event was not confirmed. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that the patient was being revised to adjust the anti version of the proximal cone body of the restoration modular because of chronic dislocation. Since the patient was being revised, the surgeon decided to exchange proximal body implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.